Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11750. It was reported that the patient had a recent device upgrade on (B)(6) 2020 and presented back in the hospital with a pocket infection. The implantable cardioverter-defibrillator system was explanted. A temporary pacemaker was implanted through the internal jugular vein because the patient was dependent. The patient was stable.